Event description:
It was observed during device evaluation, that the distal end of the duodenovideoscope was corroded. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be determined. Based on the results of the investigation, the most likely cause of the corroded distal end was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.